Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) photos were provided for evaluation. The photos were visually evaluated and it was observed there was detachment at the blue back check valve. The other photo was of the backcheck valve inside the y-caresite before detachment. Based on the evaluation results, the reported defect is confirmed. Incidents of this nature are attributed to operator oversight during the solvent application during the assembly of the product. Although our training procedures ensure that all employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. An approved project was initiated to address the issue of disconnection at the bonded joint. A review of the discrepancy management system (dsms) database was performed for the reported lot numbers and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: "we had an incident today where a technician was priming b. Braun primary tubing set with cisplatin. When the technician gently tapped on the tubing to remove the buttles, the primary tubing broke apart. Approximately 15 ml of drug dripped onto her gloved hand and proceeded to drip onto the deck of the chemo hood. Possible lot numbers provided: lot number 0061848898 - expiry date 07/31/2025; production date 08/02/2022; lot number 0061844300 - expiry date 07/31/2025; production date 08/08/2022; lot number 0061850326 - expiry date 07/31/2025; production date 08/24/2022.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.